Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results.

Event description:
It was reported the patients blood glucose level rose to over 250 mg/dl after wearing the pod for over 48 hours. The patient reported the pod fell off causing the cannula to dislodge from the infusion site (abdomen)

Manufacturer narrative:
The received device had the cannula assembly fully deployed. An alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined.